Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. However, imagery was provided by the facility, and the following was observed: the patient's native leaflets had presence of calcification. The following instructions for use (IFU) were reviewed: IFU for commander delivery system with sapien 3 valve, thv patient screening manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The complaint description states, 'post valve deployment, it was seen that the valve was implanted slightly too ventricular (40 in ao/60 in lv) causing a moderate to severe pvl. Therefore, it was decided to implant a second valve more aortic (90 in ao and 10 in lv) with stable hemodynamics and no pvl anymore'. The case notes revealed, 'per medical opinion, the root cause of the valve tilted on the lcc side was due to the calcified raphe'. The significant calcium on one side of the native leaflets may have resulted in the thv malpositioning. Without the return of the applicable imagery, a definitive root cause was unable to be determined. However, available information suggests that patient factors (calcification) may have contributed to the event. As the valve was deployed too low/ventricular or malpositioned, the pvl skirt of valve can no longer provide an adequate seal against the annulus. This could have led to paravalvular leak as reported in this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported to an edwards lifesciences (B)(6) affiliate, during a transfemoral tavr procedure, the valve was implanted a little ventricular (40:60 aortic/ventricular). This resulted in moderate to severe paravalvular leak (pvl). The physician decided to implant a second valve and the final position was 90:10 (aortic/ventricular) with stable hemodynamics and no pvl. The patient is doing well. Per medical opinion, the root cause of the valve being tilted on the left coronary cusp side was due to the calcified raphe.